Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was impacting his final attune tibial base with a mallet when the lever on the attune impaction handle broke off. Two pieces were retrieved from the floor. No pieces fell into the patient. The surgeon completed the case using the one remaining handle in the set (no delay). Please use po (B)(4) for product replacement. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.